Manufacturer narrative:
The device was returned to olympus for evaluation. The device was tested using olympus test equipment, probe check was performed and device failed the probe check. A visual inspection of the returned device revealed that there was tissues build up on the probe and grasping section. The teflon pad had a normal wear and no metal was exposed. The probe was inspected under a microscope and found a fracture (crack) on the distal end. The fracture on the probe caused an u509 error message to appear on the generator. The user¿s complaint was confirmed .the most likely cause for such probe damage is due to the probe coming into contact with a hard or metallic surface during device activation. Such type of damage on the probe is attributed to the operator¿s technique. The instruction manual contains several warning statements in an effort to prevent damage to the probe. "Do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator, forceps, and others). Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
Olympus was informed that during an unknown procedure there was message displayed on the generator ¿replace the handpiece¿. The handpiece was replaced. There was no patient injury reported.